Event description:
It was reported through literature that an asahi conquest pro (distributed in the us asconfianza pro) guide wire had caused vessel perforation. Publication: catheterization and cardiovascular interventions 84:e21-e25 (2014) title: a journey from CABG to drug-eluting balloon. Excerpt: a 65-year-old man with history of hypertension and dyslipidemia underwent coronary artery bypass grafting (CABG) 16 years ago. Saphenous vein grafts was anastomosed to right coronary artery, ramus and second obtuse marginal (om2) branch of left circumflex artery (lcx) artery. However, lad artery was not grafted most likely due to myocardial bridging. Sixteen years later, he started having canadian cardiovascular society (ccs) 1v angina. Coronary angiogram performed revealed patent vein grafts but severe ostial, left main stenosis (lm), and proximal lad stenosis (panel a, figs. 1 and 2) (supporting information video 1). Percutaneous coronary intervention (pci) for lm and proximal lad was performed with xb (cordis) 3.0 7f guiding catheter, lad and lcx arteries were wired with cougar xt (medtronic) wires. Lesions were predilated with sprinter legend (medtronic) 1.5 x 10 at 4-20 atm. Chrono (sorin) 3.0×16 mm bare metal stent (bms) was deployed at 14 atm from ostial lm into lad. Another chrono (sorin) 2.5× 25 mm was deployed in proximal lad at 12 atm. Lad and lm stents were post dilated with power sail (non compliant balloon) 3.0 x 13 mm at 16-28 atm. Final kissing balloon dilatation done in lad with power sail 3.0 x 13 mm and mercury (abbot vascular) 2.0×14 mm in lcx at 12. Timi iii flow was restored in lad with widely patent stents in lm and lad (panel a, fig. 3). Patient remained stable for 4 months after pci but again started having ccs iii angina. A review angiogram was performed 4 months after first pci and which showed severe proliferative in-stent restenosis (isr) of lm and lad stent (fig. 4) (supporting information video 2). It was decided to proceed with pci for isr. During this pci lm was engaged with al 1.5 (cordis) 7f guide for better back up support. Wires tried to cross the lesion for lm stenosis were (cordis), miracle 12 (neo's asahi) and fielder fc (neo's asahi) but without any success. Finally, the lesion was crossed with conquest pro (neo's asahi) wire with great difficulty (panel a, fig. 5). Trickle of blood flow in lad and lcx was noticed. Simultaneously patient started having severe chest pain and wire induced perforation was noted (panel a, fig. 6) (supporting information video 3). However, he remained hemodynamically stable and a semi-compliant 2.5 x 14 mm balloon was inflated inside the guide at 8 atm. Emergent transthoracic echocardiogram did not show any significant pericardial effusion or tamponade. Anticoagulation was reversed with protamine. Patient's symptoms resolved within 30 min and perforation sealed while performing sequential balloon inflations (panel a, fig. 7). Another attempt of rewiring the lesion was made with fielder fc wire and was successful. Lad and lm stents dilated with sprinter legend 1.25 x 6 mm balloon, followed by 2.0 x 15 mm balloon and flow restored in lad. Since the anticoagulation had been reversed it was decided to delay the stenting for 24 h. Next day lm was engaged with xb (cordis) 3.0 7f guide and no extravasation was noted. Lad was wired with fielder fc and predilated with score flex (orbus neich) 3.0 x 15 mm. A trapidil coated drug-eluting stent (des), intrepide (clear stream, tech.) 3.0 x 28 mm was deployed at 12 atm. Another intrepid stent 3.5 x 32 mm was deployed from ostial left main into lad. Both stents were post dilated) 3.75 x 15 mm non-compliant balloon to 24 atm and good angiographic result was obtained (panel a, fig. 8).

Manufacturer narrative:
Manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. According to the literature and referring to known similar events, vessel perforation reported in this case was most likely associated with patient anatomy and procedural contents. Although lot history records review could not be conducted, all the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. No CAPA will be taken. Instructions for use (IFU) states: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels [malfunction and adverse effects]. Damage to a vessel, including possible vessel perforation.